Event description:
It was reported the io driver failed in the course of patient care. The insertion site was the tibial plateau. The patient's resuscitation was discontinued at the scene which was in the front yard of their home. The paramedic who experienced this failure was very experienced in the use of the ez-io and had never experienced any such failure before. After the io needle insertion was unsuccessful on the left leg (spinning without advancement under normal 5-lbs of pressure and then stalling while incrementally adding pressure to the needle) they moved to the right leg and ran into the same issue. The placement was not too low and force was not the issue. The io needle was left in place and held by adipose tissue and another io drill from a second ambulance unit was used to complete the insertion. Prior to ems calling for a second ambulance unit the emt attempted a manual insertion by holding onto the io needle and twisting it. The emt had not inserted an ez-io manually before but the rational that the drill was simply spinning the needle led them to believe the manual insertion should work, however, it did not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided an ez-io driver which had no signs of cosmetic or physical anomalies. When activating the trigger, the red led indicator light blinked. Functional tests were performed on the device, including rpm evaluation, sawbone insertion simulation, force to bog down test, battery test, firmware analysis and motor inspection. The rpm, sawbone and force to bog down test results indicated that the device did not have sufficient power to perform insertions and the firmware analysis confirmed that the device had less than 10% battery life based on the large charge count. A review of manufacturing records did not yield any relevant findings. The driver appeared to function as designed, as the device illuminated the red led light indicator during the evaluation. This indicates the product is at the end of its life or very near the end of its life. The potential root cause is operational context; the device was used past is useful life. No further action will be taken.